Event description:
Pt was changing himself from battery to wall power, and when he disconnected one side from power, he saw on the controller a red illumination with no audible tone/alarm. He states that he felt very symptomatic (lighheaded and dizzy nearly blacking out) and after a few seconds itself resolved, and he was able to complete his power connection. His description is not consistent with an accidental power disconnect (no illumination and a loud audible alarm) it sounds like a device malfunction. On interrogation nothing is seen. Hvad logfiles were sent. Vad team spoke with the hvad rep and described what happened and were told it is consistent with the problems they have been having with the equipment. We changed out his controller and removed the battery that was connected and providing power during time of event. Dates of use: (B)(6) 2017 - (B)(6) 2018. Diagnosis or reason for use: heart failure, left ventricular assist device present. "Is the product compounded: no, is the product over-the-counter: no."